Event description:
Boston scientific received information that the pacing impedance measurement of this implantable transvenous defibrillation lead increased from 600 to 1,200 ohms. All of the other lead measurements were stable and within normal limits. There were no stored episodes. The local guidant representative believed that the patient received inappropriate therapy due to use of a tens unit, but other than that the device was functioning normally. The available information leads us to believe the device remains implanted. Additional information received states that this device was removed from service with a reason of normal battery depletion.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.